Event description:
Radiology staff states that they were using the ed product on a pt (extension set q-style standard, product #385101, lot #9244081) when it blew up on a pt. The pt experienced blood loss and immediate action was required. In 2009, at approx 9:20 am, pt was on the CT table having her scan. During the injection, the i.v. Tube ruptured. The technologist performing exam. Injection was stopped and a new line inserted by our r.n. Exam was resumed and completed. Dose or amount: tubing; frequency: once for procedure. Dates of use: 2009. Event abated after use stopped or dose reduced?: yes.